Manufacturer narrative:
As reported, a non-cordis guidewire crossed the lesion and a 3x300mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion for pre-dilation, however the balloon ruptured at ten atmospheres (atm) during its second inflation. The device was replace with another saber pta and the procedure was successfully completed. There was no reported patient injury. The lesion was the left superficial femoral artery. The lesion seemed to be heavily calcified. The rate of stenosis was high. An ipsilateral approach was made with a non-cordis guiding sheath. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17700983 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified with high stenosis) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a non-cordis guidewire crossed the lesion and a saber pta was delivered to the lesion for pre-dilation, however the balloon ruptured at ten atmospheres (atm) during its second inflation. There were no reported patient injuries. The device was replace with another saber pta and the procedure was successfully completed. The lesion was the left superficial femoral artery. The lesion seemed to be heavily calcified. The rate of stenosis was high. An ipsilateral approach was made with a non-cordis guiding sheath. Additional procedural details were requested but are unknown.